Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision bi-lateral. Asr xl acetabular system (right); asr xl acetabular system (left). Reason(s) for revision: alval / soft tissue reaction. Update 12 dec 2014. Right side. Claimsuite update and scf's received for both sides. Recreated dint into two separate com's. Added pain and noise as reasons for revision. Added sleeve and stem to both com's. Query sent for stem confirmation as no information as to which is for which side and confirmation received. See (B)(4) for the left side.

Event description:
The patient was revised to address alval.